Event description:
Medical affairs spoke to the pt in 2004 and obtained/verified the following information: the pt called and alleged that their meter had not powered on for approximately 3 weeks. They stated that during that time they were experiencing high blood sugar symtpoms. They take glucotrol, 1 pill a day, and they continued to take it while unable to test. After about 2 weeks of not testing their blood sugar, the pt went to the clinic to have their blood sugar tested. The pt does not remember the reading but stated that they were treated with their usual oral medication. The issue with the meter was not resolved with troubleshooting. The meter has been replaced for the pt. No further info has been reported.